Event description:
Per complaint (B)(4), the patient suffered an infection a few weeks after implantation date which led to implant removal. The doctor suspects that the area became contaminated due to food presence.